Event description:
A laser resurfacing procedure was performed using this shield for the first time. When the shield was removed, the dr observed very large bilateral corneal abrasions on the pt's eyes. The pt experienced a lot of pain and was admitted to the hosp. The next day the abrasions had resolved and the pt was fine.

Manufacturer narrative:
The devices were viewed under a 30x microscope. The surface of each sheild was smooth. There were no rough spots or burrs. The cause for the reported injury is not known.